Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, and to correct g2 and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the caution lamp for excessive pressure of the subject device lighted up. Other detailed information was not provided. There was no report of patient injury associated with the event.